Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
Based on the information provided the interbody cage was inserted into the disc space with a forza cage inserter and removed. Dr. Used tamp to position the implant. When using the tamp the backside of the implant fractured off pushing the broken piece anterior to the disc space. Implant was left in patient.